Event description:
An adverse skin reaction was reported with wear of the abbott diabetes care (adc) device. A customer experienced a skin infection at the sensor site. The customer experienced symptoms of bleeding, bruising 2 days later and more blood when device was removed. The customer was unable to self-treat and a non-healthcare professional (non-hcp) applied a compression, bandage, wound care saline and an over the counter (otc) antibiotic cream for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The exact date that the incident occurred is unknown. The date entered in section b3 is based on the customer report of "around may 12th or 13th 2026." All pertinent information available to abbott diabetes care has been submitted.